Event description:
It was reported that they were getting an error code 100 losing the image; this caused the patient to be re-exposed. It was determined that the hot link cable and the brick need to be replaced.. Once this was reseated, the system is working as intended.

Event description:
It was reported that they were getting an error code 100 losing the image; this caused the patient to be re-exposed. It was determined that the hot link cable and the brick need to be replaced.. Once this was done, the system is working as intended.